Event description:
It was reported that during this attempted lead implant procedure it exhibited high threshold measurements in the septal position. The physician repositioned the lead in an apical position and then the lead exhibited high pacing lead impedances greater than 3000 ohms. A new lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during this attempted lead implant procedure it exhibited high threshold measurements in the septal position. The physician repositioned the lead in an apical position and then the lead exhibited high pacing lead impedances greater than 3000 ohms. A new lead was implanted successfully. No adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.